Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer delivered multiple correction boluses with the pump for blood glucose (bg) level that ranged from 150 mg/dl to 355 mg/dl. Subsequently, the customer's bg decreased to 47 mg/dl to 89 mg/dl. Juice, protein bars, and carbohydrates were consumed to treat low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.